Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 02/03/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 - device not returned. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria for lot 3939410 and product code 810081l.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: what is the lot number? Lot: 3939410. Please clarify, what is meant by blue ribbon? The blue and , see attached picture from the product was the packaging found broken? No if yes, was the sterility of the product compromised? No was the damaged device implanted in the patient? If yes, were there any patient consequences? The device was inserted and when the blue band was removed, it broke. There were no consequences for the patient.

Event description:
It was reported that a patient underwent a sling procedure on an unknown date in 2021 and the mesh was used. It was reported that the blue ribbon was broken. It was reported that the device was inserted and when the blue band was removed, it broke. There were no consequences for the patient. There were no adverse patient consequences reported. Additional information was requested.